Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the dissector had a fractured waveguide. The waveguide was not returned. It was also noted that there was no damage to the dissector prong. It was reported that the device broke during use and the dissector prongs on the device were bent. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the dissector was functioning normally (approximately 30 minutes) and suddenly it stopped working. They made some tests to detect which part failed, and while doing those tests one of the prongs broke up. During the test they noticed that the generator and the batteries work properly on another dissectors. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide and the waveguide was not returned.